Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported the patient's ipg failed to establish communication with external devices. Troubleshooting was tried to no avail. Reportedly, the patient failed to charge the ipg as recommended. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Related manufacturer report number: (B)(4). Additional information received indicates that the patient's ipg was explanted and replaced.